Event description:
It was reported that customer received a different sized wound drain in packaging. They had 15fr drains that were labelled as 19fr drains.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Visual evaluation noted received 2 unopened and 1 opened channel drain with trocar. Using fr gauge all channel drains measured to be 15fr. Product package label indicates product size at 19fr. Therefore, the reported event is confirmed. The root cause identified for CAPA 11207399 is: the label process described in the procedure was not followed up by label printing technician, where established that before the printer is re-loaded with a new material lot, the label printing technician must take the first label of the at lot and mark with red ink the pre-printed material part number to confirm that it is according to the part number listed in operation 10 of the work order. This label should be signed, dated, and must be included in the DHR as sample; a comment documenting this material load should be added in the first article inspection form. DHR review is not required as CAPA 11207399 is applicable for this product lot number. Labeling review is not required as CAPA 11207399 is applicable for this product lot number. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Visual evaluation noted received 2 unopened and 1 opened channel drain with trocar. Using fr gauge all channel drains measured to be 15fr. Product package label indicates product size at 19fr. The root cause identified for CAPA 11207399 is: the label process described in the procedure was not followed up by label printing technician, where established that before the printer is re-loaded with a new material lot, the label printing technician must take the first label of the at lot and mark with red ink the pre-printed material part number to confirm that it is according to the part number listed in operation 10 of the work order. This label should be signed, dated, and must be included in the DHR as sample; a comment documenting this material load should be added in the first article inspection form. DHR review are not required as CAPA 11207399 is applicable for this product lot number. Labeling review is not required as CAPA 11207399 is applicable for this product lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer received a different sized wound drain in packaging. They had 15fr drains that were labelled as 19fr drains. Per customer follow up on 10dec2024, this was noticed before use on a patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer received a different sized wound drain in packaging. They had 15fr drains that were labelled as 19fr drains.